Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: one opening observed, on radius side assessed, as unidentified (tear) opening (shell thickness was within specification). Additional observations: creases were observed. Brown particles observed, on the surface of the shell. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, right side rupture. Device has been explanted and replaced.